Event description:
Target was informed that during the procedure the gdc coil had not detached after 45 minutes. The physician twisted the coil in order to deliver it into the aneurysm, but the coil broke. Target was not informed about this complaint until 4/10/98. There was no consequence to the pt from the procedure.

Manufacturer narrative:
Device discarded at the user facility. No product evaluation possible.